Manufacturer narrative:
With all the available information, in the absence of the device return, the reported event of premature battery depletion is a known inherent risk with use of the devices, as documented in the instructions for use (IFU). The ipg has not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) for the device was performed. The review identified no process-related nonconformances, scrap, or rework that could have contributed to the reported event. All records confirmed that the device met specifications prior to release. There is no indication that the manufacturing process contributed to the complaint. A labeling review was performed and did not reveal any anomalies. Labeling states that persistent pain at the ipg or lead site and system failure, which can occur at any time due to random failure of the components or the battery, are known risks associated with the use of spinal cord stimulation (scs). These events may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, and they can result in ineffective pain control. It also states that when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control, therapy controller, and clinician programmer. Stimulation will no longer be available. Surgery is required to replace the implanted non-rechargeable stimulator in order to continue providing stimulation. A review of the wavewriter alpha 16 ipg kit hazard analysis was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The explanted ipg has not been received for analysis, as such, a technical product analysis could not be carried out. Therefore, with the available information, and the labeling review, engineers have determined that the event of rapid depletion of the primary cell ipg is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced pronounced, rapid depletion of the primary cell implantable pulse generator (ipg) battery due to high energy consumption associated with the programmed stimulation parameters. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced pronounced, rapid depletion of the primary cell implantable pulse generator (ipg) battery due to high energy consumption associated with the programmed stimulation parameters. The patient underwent an ipg replacement procedure and was doing well postoperatively.